Event description:
The contact stated the customer did not look well. He thought her blood glucose was low and gave her some honey to bring up her glucose. The contact tested the customer's glucose and received a reading of 578 mg/dl. An ambulance was called, and the customer's glucose was tested at 32 mg/dl, when she arrived at the hosp. The customer was treated with glucose. The meter and test strips are to be returned for eval, and replacement products will be sent.